Manufacturer narrative:
Correction: device manufacturing date is updated with the correct information. Additional information: the system logs were reviewed and no additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the software was uninstalled and reinstalled. Scans could be downloaded from a disc with no issues. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, when downloading a patient exam from a cd while prepping for a case, the navigation system exited from the application to home screen and became unresponsive. A hard shutdown was performed and when the system was turned back on, the patient exam was already present on the system. No re-download was required. There was no patient present at the time of the issue.